Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the needle mechanism fully deployed. No evidence of blood was observed on the returned device. The exposed portion of the soft cannula was observed to be damaged. This damage resulted in fluid being diverted from the intended fluid path. It could not be determined when or how this damage occurred. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.